Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found there was a plug in the needle waste line. He resolved the issue by bleaching the line. (B)(4).

Event description:
The customer reported some sample and diluent leaked onto the caps of the tubes while running the lh780 instrument. No erroneous patient results were generated in connection with this event. In addition, there was no biohazard exposure to open wounds or mucous membranes.